Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads . Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 20873236/5032359. UDI: (B)(4).

Event description:
It was reported that all components were explanted due to an unknown reason and the explanted devices were discarded per hospital policy. No further information has been obtained despite good faith efforts.